Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a no delivery alarm, bent cannula, reservoir plunger pulled too far and high blood glucose. Customer was assisted in all areas. Customer reported to have been new to insulin pump therapy and has since gotten the hang of things and resolved all issues.